Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that difficulty in catheter removal occurred. Vascular access was obtained via ipsilateral antegrade approach of femoral artery. The 90% stenosed lesion was located in a severely calcified lesion in superficial femoral artery (sfa). An opticross imaging catheter was selected for use. During the procedure, a guidewire was crossed then pre-dilatation was performed. The opticross imaging catheter was then advanced but failed to cross the lesion. The physician pushed the opticross imaging catheter once or twice but the device still could not cross the lesion. Subsequently, while attempting to cross the lesion, image was lost. Disconnection and reconnection of the opticross imaging catheter from the motordrive unit 5 plus was performed; however, the image was not recovered. While attempting to remove the opticross imaging catheter, a slight resistance was encountered but the opticross imaging catheter was removed successfully with a little force. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.